Event description:
It was reported by service report that the foot end button switches are burned and the main wiring harness caught fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.